Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (v-tachy mode changed to other than monitor + therapy). A request was made to the field to determine if the programmable deactivation of this device was inadvertent or intentional. According to our medical records database, the device is still listed as inservice. To date, no additional information from the field has been received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.